Manufacturer narrative:
(B)(6)

Event description:
The customer reported that the touchscreen is unresponsive. The inability to make changes to the patient settings may be detrimental to the patient. No patient harm was reported.